Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 284 mg/dl, hi (result >600 mg/dl), 254 mg/dl and hi (result >600 mg/dl). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. On callback to customer on (B)(6) 2014, it was indicated that the strips were no longer available to return. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.